Event description:
This device was returned with (B) (4) documentation from biotronik representative (B) (4). Per (B) (4), this lead was dislodged and repositioned on (B) (6) 2010. On (B) (6) 2010, this lead became dislodged again and was replaced with an arox 45-jbp, (B) (4). This patient had down syndrome and was noncompliant. There are no complaints associated with this lead.